Event description:
The customer called and alleged a discrepant high on (B)(6) 2015 and upon obtaining additional information it was discovered that on (B)(6) 2015, a variance between the inratio inr result and the laboratory inr result occurred. The customer was not questioning these results; however, the variance is reportable per internal guidelines. Results are as follows: date: (B)(6) 2015, inratio inr: 1.6, laboratory inr: 2.4. The time between testing was unknown. The customer reported touching his finger to the sample well which is considered an improper technique. The customer's warfarin was increased after receiving the 2.4 laboratory result even though his therapeutic range was 2.4 - 3.4. On (B)(6) 2015, recheck of the inr was as follows: inratio inr=7.3; physician's point of care (poc) inr=5.2; laboratory inr=5.3. The customer reported possibly touching his finger to the sample well when applying the sample. Warfarin was held from (B)(6) 2015 - (B)(6) 2015. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer reported possibly touching strip when applying sample. Touching the sample well can impede the flow of the sample down the strip channels causing inaccurate inr result or testing errors. The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.